Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the avea ventilator powers on but the user interface module doesn't. The customer confirmed that there was no patient involvement that was associated with the reported event.